Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2019 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, depuy cement was utilized x3. The surgery was completed without indication of complication by the surgeon. Primary implant information located on page 8. On (B)(6) 2018 ultrasound of right lower extremity venous system due to lower leg swelling and pain. Impression: normal right lower extremity venous evaluation, no indication of thrombus. Revision operative notes (B)(6) 2018 indicate the patient received a right total knee revision due to pain, stiffness and decreased range of motion. Upon entering the joint, synovitis and scarring was encountered. The patella was indicated to be slightly oversized and was maltracking laterally. The femoral component was noted to be malrotated. There were no allegations of deficiency of the tibial component and it was indicated to have been revised. Femoral, patellar and insert components were revised with attune revision implants, including depuy cement x1. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received a right total knee revision due to aseptic loosening, instability and arthrofibrosis. The records do not indicate what implants were loose. All implants were revised, with the exception of the patella, which was left intact. Competitor implants were utilized at this revision, including competitor cement. Doi: (B)(6) 2018; (tray). Dor: (B)(6) 2018; (cement, insert, femur, patella). Dor: (B)(6) 2019; right knee. This pc captures the second revision on (B)(6) 2019.